Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient did not think the device was helping their symptoms, so they had not used the external device in a few months. The stimulation was too strong in their vagina, and they had to go to the bathroom all the time. They saw their healthcare provider yesterday, (B)(6) 2021, and they wanted the patient to start using the implant again. The patient was able to charge and turn on the communicator and get the handset to work. The issue was not resolved through troubleshooting.